Manufacturer narrative:
The complaint product was not returned for evaluation; however, the reporter provided photographic evidence. Analysis of the photo provided confirmed the reported complaint. The root cause was not determined. A risk assessment was performed, and the ultimate risk was determined to be low. Monitoring for trends will continue. The device history record for lot cm4190002 was reviewed, and confirmed that the product was manufactured according to specifications. All information reasonably known as of 12 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sunmed holdings llc. Product is defective or caused serious injury.

Event description:
It was reported that a hole in the cuff was discovered during patient use. There was no delay in therapy, nor any harm or injury reported as a result of this event.